Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2018 and suture was used. The suture was broken during the surgery. No adverse patient consequences were reported. No additional information was provided.